Event description:
The customer reported that the system displayed a -60 error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). Results: error code displayed. The ge service rep checked table movement, footswitch and handswitch. He was unable to reproduce the problem.